Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The contrast button was tested during sleep and it displayed a continuous glucose monitor date screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the contrast button did not go to the continuous glucose monitor (cgm) screen from sleep mode. Reportedly, half the time it goes to the home screen and the other half it goes to the cgm screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.